Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
An obvious decline in the child's hearing performance with the device was noticed by the parents in (B)(6) 2017. The patient was re-implanted on (B)(6) 2017.

Manufacturer narrative:
Damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the user report. This is a final report.

Event description:
An obvious decline in the recipient_s hearing performance with the device was noticed by the parents in (B)(4) 2017. The patient was re-implanted on (B)(6), 2017.